Event description:
On 11/27/96 an ipp device was implanted. On 12/26/96 closure of skin. On 1/6/97 the dr decided to do a salvage procedure and to remove the pump due to infection/erosion on 1/9/97. The dr expects to remove the entire device in the near future.